Manufacturer narrative:
(B)(4). Based on discussion with FDA on (B)(6) 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. Event problem and evaluation codes: no known impact or consequence to patient. Loss of or failure to bond. Actual device evaluated. Wear problem. (Exemption number e2015036).

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (et-hf-p-0013 rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer owned device was previously returned to pentax medical from a customer on (B)(6) 2018. Inspection of the unit was performed on (B)(6) 2018 where the quality control inspector found the following: leak at biopsy channel (large/ primary) distal side; distal cap - fixed type failed seal integrity inspection; failed wet leak test; insertion tube abrasion; failed dry leak test; customer complaint confirmed; scope case damaged; hole in # 2 remote control button cover; fluid invasion not observed in pve connector; fluid invasion not observed in control body; insertion tube mild scratches at stage 1; rubber trim collar severe cut; suction tube mild resistance. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs will include the distal case/cap, which will be replaced and resealed pursuant to the field correction, along with miscellaneous parts, and returned to the user upon completion. Parts replaced: o-rings and seals; air/water tube; operation channel; bending rubber; rubber trim collar; remote control button(1); gi-90/i10/k10 series cardboard scope cas; deflector body link; distal case/cap; o-ring(0.5x1.3).